Event description:
Heparin drip strung up in IV pump. Later in shift, heparin found to not be infusing. No occlusion alarms. Tubing at top of pump channel found to have a kink. Heparin tubing replaced and strung in new IV pump. Infusing appropriately with new equipment. FDA safety report ID # (B)(4).